Manufacturer narrative:
H6: conclusion code- updated from quality control deficiency to cause traced to device design. Device evaluated by MFR.: upon device return and inspection, it was observed that the spline cage was detached from the shaft. The catheter was placed into the x-ray to look for any possible causes for a deployment issue. It was noted that the guidewire lumen was delaminated from the proximal inner hypotube. Additionally, the distal inner hypotube appeared to be detached from the barrel. Due to the damage to the guidewire lumen and the hypotube, deployment of the catheter was not possible. The catheter was also returned with a guidewire still stuck inside the guidewire lumen with dried blood observed all over the catheter, including at the tip of the spline cage. It is likely that the dried blood contributed to the guidewire becoming stuck. The catheter was dissected to further observe the damage to the guidewire lumen and hypotube. Dissection of the catheter confirmed the delamination of the guidewire lumen from the proximal inner hypotube. The detachment of the distal inner hypotube from the barrel was also seen following dissection of the catheter. Additionally, a break in the guidewire lumen was observed, which is likely a consequence of the hypotube detachment. The observed spline cage detachment likely created a leak path where blood could flow up the shaft into the catheter handle, confirming the reported clinical observations of a leak.

Event description:
It was reported that blood was leaking from the catheter handle. During a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (paf), a farawave catheter was selected for use. Approximately one hour into the procedure, while in the right superior pulmonary vein, blood was observed to be leaking from the catheter handle. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the spline cage was detached from the shaft. The catheter was placed into the x-ray to look for any possible causes for a deployment issue. It was noted that the guidewire lumen was delaminated from the proximal inner hypotube. Additionally, the distal inner hypotube appeared to be detached from the barrel. Due to the damage to the guidewire lumen and the hypotube, deployment of the catheter was not possible. The catheter was also returned with a guidewire still stuck inside the guidewire lumen with dried blood observed all over the catheter, including at the tip of the spline cage. It is likely that the dried blood contributed to the guidewire becoming stuck. The catheter was dissected to further observe the damage to the guidewire lumen and hypotube. Dissection of the catheter confirmed the delamination of the guidewire lumen from the proximal inner hypotube. The detachment of the distal inner hypotube from the barrel was also seen following dissection of the catheter. Additionally, a break in the guidewire lumen was observed, which is likely a consequence of the hypotube detachment. The observed spline cage detachment likely created a leak path where blood could flow up the shaft into the catheter handle, confirming the reported clinical observations of a leak.

Event description:
It was reported that blood was leaking from the catheter handle. During a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (paf), a farawave catheter was selected for use. Approximately one hour into the procedure, while in the right superior pulmonary vein, blood was observed to be leaking from the catheter handle. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was received at boston scientific's post market laboratory.

Event description:
It was reported that blood was leaking from the catheter handle. During a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (paf), a farawave catheter was selected for use. Approximately one hour into the procedure, while in the right superior pulmonary vein, blood was observed to be leaking from the catheter handle. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.